Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the device and air way, black foam, the humidifier will not latch on, the device rattles, particles in tubing/chamber, and user felt something in nose, but doesn't have a cold, and noticed black stuff in the mucous when she blew nose. There was no report of serious patient harm or injury. The user stated the doctor told her she needs a new machine, new supplies, and is going to do a chest-x-ray. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.